Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing old pump in storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.